Event description:
Boston scientific received information that this patient experienced a syncopal event as a result of loss of ventricular capture and ventricular tachycardia. The device and lead remain implanted. At this time, the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.